Event description:
Complainant alleged that during functional testing, the device's screen turned completely white and was illegible. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Visual inspection observed the front cover of the device was non zoll product. The integrity of the investigation is considered compromised. The device was returned "not for clinical"to the customer analysis of reports of this type has not identified an increase in trend.